Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Dexcom app have all the correct information and data in inquisito is updating (not showing an error message). Close the app and reopen it, issue is still occurring. Advised the pt to replace the sensor, sent a replacement sensor.

Manufacturer narrative:
(B)(4). E1: initial reporter first name; (B)(6). E1: initial reporter state: (B)(6).